Manufacturer narrative:
(B)(6). Visual examination of the device did not confirm the reported breakage. The anchor is free from the inserter but remains attached to the retention suture. The proximal end of the anchor is slightly splayed. The internal grub screw is free from the anchor and remains attached to the inner shaft. The grub screw is bent. One tine of the inserter is also bent. After the evaluation the most likely root cause for the reported issue was determined to be user error. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that as the healthcare professional was inserting the anchor into the pre-drilled hole, as he tapped the anchor in, the anchor came off the handle and broke. The procedure was a shoulder stabilization labral repair. The broken piece was removed with a grasper. A backup anchor was used to complete the procedure. There were no reported patient injuries. No other complications were noted.